Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump did not deliver the full bolus requested. Review of the pump data log by tandem technical support verified the bolus was delivered accurately. Customer maintained belief that pump was not delivering enough insulin. Customer's blood glucose was above 400 mg/dl. Customer will continue to use pump for insulin therapy. A replacement pump was sent to the customer.